Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error log but was unable to reproduced problem. Fse cleaned and lubricated cup transfer assembly. Fse verified and aligned the waste, dispense lane and incubator cup transfer positions and alignments. Fse validated analyzer by performing cup transfer test 10 times without error. Customer successfully completed quality control run, but error reoccurred on first patient sample run. Fse then replaced the test cup picking assembly to prevent intermittent reoccurrence of error, adjusted, and verified cup transfer positions and alignments. Fse ran cup transfer test multiple times without error and completed qc run successfully without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The most probable cause of the reported event was due to failure of the cup transfer assembly.

Event description:
A customer reported cups not dropped into the waste chute on the aia-900 analyzer. Analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), progesterone (progii), luteinizing hormone (lhii) and estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.